Event description:
At approximately 11:57am alarms started sounding. The patient monitor in the operating room went dead. Tried several times to reboot monitor. Patient monitor tried to reboot then would shut down again. A backup monitor was taken into the operating room. Troubleshooting ensued on the original monitor. After about 15 minutes the problem was determined to be a network related issue. The patient monitor was removed from the network and the patient monitor booted up and resumed normal operation.